Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the hanger assembly was broken and the display wire insulation was pinched (wire insulation not compromised).

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.